Event description:
The customer was contacted by beckman coulter on (B)(6) 2011 via the accutni msp customer contact program. Customer indicated some occurrences of erroneously high ck-mb results. Upon respin, the samples recovered lower results. The customer stated these occurrences maybe due to preanalytical sample handling and the plasma tubes the lab is using. However, no definitive root cause can be determined with the data supplied. Ne erroneous results were reported out of the laboratory.

Manufacturer narrative:
(B)(4).